Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu ins stimulator, serial# unknown, product type: implantable neurostimulator. Product ID: neu ins stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4)

Event description:
It was reported that since implant the implantable neurostimulator (ins) in the patient¿s buttocks ¿moved around.¿ it was noted that it was ¿moving sideways since surgery.¿ the patient mentioned that she also mentioned that she had an implant for the cervical area and ¿that one worked well.¿ the patient¿s status was unknown. The patient was redirected to the healthcare professional (hcp).